Event description:
The patient reported that the sensor glucose values were different from the blood glucose values and change sensor. The sensor glucose value at the time of the event was below 40 mg/dl, and the blood glucose value was 248 mg/dl. Insulin delivery was not suspended due to the differences. The patient treated themselves for low blood glucose with carbs based on their sensor glucose readings and then experienced hyperglycemia shortly after. The patient was taking the medication acetaminophen at the time of the event. The patient was using sensor mmt-7020la. The sensor was used for less than four days. The sensor is not expected to be returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.